Manufacturer narrative:
Clarification section d: device type not provided. Coding and event reflects a saline device at this time. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation (reported as rupture, defaulted to deflation as type of device not provided).

Event description:
Healthcare professional reported of an unknown side device: "rupture". The device was explanted.